Event description:
It was reported that on (B)(6) 2014, the patient experienced a heart palpitation after using a shoulder-type lawn mower. The patient was seen in the hospital. Upon interrogation, the pulse generator exhibited backup vvi mode. A device download restored normal device function and the patients palpitations subsided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.